Event description:
It was reported by the customer, after a routine microbiological culture of all channels, the evis exera lll colonovideoscope tested positive for greater than one hundred (100) colony forming units (cfus) of microorganisms. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured, which tested positive for eight (8) cfus of coagulase-negative staphylococci. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The air/water channel was precleaned/flushed without detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, instrument channel port, and distal end/area around the elevator were manually cleaned with mediclean detergent and vytil novaclean (model cj-kedb-230-06) cleaning brushes. The scope was not manually disinfected. The automatic endoscope reprocessor (aer) used was a cantel isa along with intercept detergent and rapicide a + b peracetic acid. The customer stored the scope in a transport bin. The maintenance of the scope was performed by olympus. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where there was leakage from the joint between the up/down angulation control knob and the lock engagement lever, there was insulation failure at the distal end, insufficient light volume, the distal end and biopsy port/rubber cover were replaced as preventative maintenance, the bending section rubber glue was peeling, the air/water cylinder / suction cylinder / and biopsy channel was scratched, the universal cord was wrinkled, there was variable stiffness in the ring, and the switch button one rubber was worn out. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.